Event description:
Registered nurse was able to prepare tubing, spike total parenteral nutrition (tpn), and prime fluids without incident. No compromise of tubing noted at this time. Fluids were connected to infant per protocol and line was flushed with a turbulent flush of 0.5 ml normal saline. Line flushed without incident. Fluids were started on alaris pump module smartsite infusion set, and the pump would not deliver fluids after about 8 minutes. Pump said that line was occluded. A different channel was attempted without success. Increasing amounts of air noted from triport to filter on tubing with no leakage of fluid visualized. Line had to be taken down and tpn wasted due to compromised tubing. It is believed that the PICC line was not compromised, drawing and flushing appropriately per multiple caregivers. After disconnecting from patient, attempted to run fluids through line, unable to get fluids into filter. Line collected and bagged and given to management.